Event description:
Pt, who had dementia kept forgetting to put the controller for the lift chair in the side pocket as pt slept. Pt fell asleep in the lift chair and forgot the controller was next to them and inadvertently hit the controller setting the lift chair in motion causing pt to fall out of the chair. The end user fractured leg, requiring surgery and passed away from complications two days later.